Manufacturer narrative:
The recipient is healing and the issue is resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault, or product defect.

Event description:
The recipient is reportedly experiencing cellulitis. The recipient presented with pain, swelling, and burning at the implant site. The recipient was prescribed antibiotics (type unknown). The recipient was reportedly advised to cease device use. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.